Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl. Customer treated for high blood glucose using manual injections and insulin pump. Customer declined troubleshooting for the high blood glucose. The devices will not be returned for analysis.